Manufacturer narrative:
(B)(4). The reported device was not returned; however, the customer provided one photo for analysis. The photo shows a box clamp assembly sutured on the patient's skin. This box clamp assembly is meant to be assembled over the catheter body and acts as a secondary suture site. The juncture hub on the catheter is meant to be the primary suture site. According to the additional information provided by the customer, both the box clamp and juncture hub were sutured to the patient. Based on the photo, the customer report is confirmed; however, a full complaint investigation could not be performed without the sample returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "use a catheter stabilization device, catheter clamp and fastener, staples or sutures (where provided) use catheter hub as primary securement site. Use catheter clamp and fastener as a secondary securement site as necessary".without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "incident occurred on (B)(6) 2025. Catheter fell out whereas the dressing was still in place, the thread was still in place under dressing. Catheter and tubing fell out, only the juncture hub remained. There was a temporary interruption of infusions. " additional information received from the customer reports "I can't confirm what happened. According to the team, the female patient had already had this type of device inserted several times and was used to not touching it. It seems that she called the nurse directly after noticing the problem." There was no patient harm or injury. No medial intervention required. The patient's current condition is reported as "stable".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "incident occurred on (B)(6) 2025. Catheter fell out whereas the dressing was still in place, the thread was still in place under dressing. Catheter and tubing fell out, only the juncture hub remained. There was a temporary interruption of infusions. " additional information received from the customer reports "I can't confirm what happened. According to the team, the female patient had already had this type of device inserted several times and was used to not touching it. It seems that she called the nurse directly after noticing the problem." There was no patient harm or injury. No medial intervention required. The patient's current condition is reported as "stable".